Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer stated that the erbe integrated electrosurgical unit (iesu) was not recognizing monopolar instruments. The customer indicated that two different monopolar curved scissors instruments had been tried with the same result and, being familiar with the ¿question mark¿ non-recognition issue, they had already tried three different monopolar cables and both monopolar ports on the generator. The customer also confirmed that the grounding pad indicator was green and recognized. The surgeon then chose to proceed by using the monopolar instrument with a third-party generator (forcetriad) and an external foot pedal, while continuing to use the erbe iesu for bipolar energy. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.